Event description:
It was reported that the patient with this pacemaker device had the atrial senses falling into post-ventricular atrial refractory period (pvarp). Boston scientific representative recommended to shorten the pvarp, so that the device can track the atrial sense. Upon further review it was noted that there was failure to capture in the right atrial (ra) lead. This ra lead was a non-boston scientific lead. It was recommended to have programming options. This device remains in service. No adverse patient effects were reported.